Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where noise on all electrocardiogram (ECG) signals occurred. Device evaluation details: the device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30293079l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where noise on all electrocardiogram (ECG) signals occurred. Coronary sinus signals and body surface ECG signals were very clear before connecting the thermocool® smart touch® sf bi-directional navigation catheter. Once we connected thermocool® smart touch® sf bi-directional navigation catheter to carto patient interface unit (piu) system, heavy signal noise was observed on carto, ep tracer system, and defibrillator¿s ECG. System turned off and on, power supply source switched to another one, thermocool® smart touch® sf bi-directional navigation catheter cable replaced with new one, all metal equipment removed, grounding cable checked. Carto, recording system and the defibrillator- all systems had signal interference. The defibrillator signal was available but was also affected by signal interference. During the signal interference the affected catheter inside the patient¿s body. All the steps that are taken, didn't helps us to solve the problem. The catheter replaced with the new one and the problem was resolved. There was no patient consequence.